Event description:
It was reported by service report that the bed was not getting power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board and footboard pin connector receptacle.